Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(4) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The patient's mother thought that the cause of the peritonitis was because the patient's dressings were wet and were not changed on time due to which the area became infected. The rn could not confirm the cause as reported by the mother and stated that the dressing the mother was talking about was a wet diaper the patient was wearing in a pool. When the mother picked the patient up from the pool the wet diaper could have touched the catheter but the rn was not sure. Per the rn, the cause of the peritonitis was still unknown. Treatment was not reported for the event. On (B)(6) 2012, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event was not related to the homechoice machine, disposable products, or dianeal or extraneal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b20042, h12b22022 and h12a27122 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.